Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot# va1fert, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va19ap5, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had their system explanted due to an infection. It was stated that a lead was still implanted. The healthcare provider stated that the patient was experiencing warmth, edema and a whitish this puss. It was stated that the patient was admitted to the hospital on (B)(6) 2017, and the system was removed (B)(6) 2017. No complications or further complications were reported.

Event description:
Additional information was received from a healthcare provider. It was clarified that both of the patient's leads were removed.